Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that upon removing the stylet from the proximal end of the 2.5 x 20 mm nc trek balloon, the protective sheath was unable to be removed. The balloon was dipped in saline, in an attempt to loosen the protective sheath; however the protective sheath was still unable to be removed. The device was not used on the patient. There was no clinically significant delay of procedure reported. No additional information was provided.